Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy, on the second firing, the handle was squeezed to close the jaws. However, the jaws were unable to be closed even the thickness of the tissue was within the normal range. The opening and closing check had been performed before the procedure. Another device was used to complete the case. There was no patient injury.